Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unresponsive, received cardiopulmonary resuscitation (CPR) and also experienced tachycardia wit h ventricular pacing. The implantable pulse generator (ipg) exhibited loss of capture, pacing issue and oversensing. The right ventricular (rv) lead exhibited no r waves. The ipg and rv lead were reprogrammed. No further patient complications have been reported as a result of this event.